Event description:
The pt reported erratic blood glucose readings with some as high as 528 mg/dl. She stated, she does not think she has the settings on her new insulin infusion device set properly. She said she is working with a nurse educator to remedy this. The pt stated her doctor thinks "the allergens may have something to do with it." The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.